Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the prox rca. It is reported that the patient suffered with chest pain and a revascularization of the target lesion was carried out approximately 8 months post the index procedure due to a stent thrombosis event. Two non-medtronic stents were implanted during revascularization. The investigator has indicated the event was possibly related to the study device. The patient recovered with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent thrombosis). (B)(4).